Event description:
The co rep observed that the safety disk expiration date was recorded incorrectly on the label. The unit had a short battery run time, and the unit failed to zero to less than 13mmhg when using pressure slaving from a third party monitor.